Event description:
Info received from pt's attorney alleged that device "caused permanent physical injuries" and is defective in a number of ways. Additional info has been requested from health care provider.